Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent undersensing due to r wave variability. The patient was asymptomatic. The device was reprogrammed and the issue was resolved. The patient's condition was fine post event.